Manufacturer narrative:
Off label use: pipeline is contraindicated in patients in whom a pre-existing stent is in place in the parent artery at the target aneurysm location. The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipeline will not be returned for evaluation as it was implanted in the patient. No other complaints have been reported against the lot numbers. The pipeline was not returned for analysis; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a right ruptured fusiform cavernous carotid aneurysm with a pipeline embolization device, the physician reported that the proximal end puckered and required angioplasty. It was reported that the aneurysm was previously treated with coils (11 years prior to this procedure) and stent that was initially seen during pipeline deployment. During the pipeline deployment, the physician noticed that the proximal end did not open and required angioplasty. The physician performed balloon angioplasty with three different sizes of balloon catheter and three different sizes of cardiac balloons. Full wall apposition was achieved after the balloon angioplasty. The angiography result showed slow flow in the aneurysm. The device will not be returned because it was implanted in the patient. No patient injury was reported as a result of this procedure.